Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.00/1.0/159 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports there was excessive vaulting; significant reduction of irido-corneal angles; and the angles are narrow. Lens remains implanted. The surgeon indicated the patient will be monitored. The cause of the event was reported as "other" and noted "patient better suited for 12.6 despite FDA guide". Problem is not resolved.

Manufacturer narrative:
Health effect clinical code: 4581 significant reduction of irido-corneal angles; narrow angles. Type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).